Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode of unknown cause. A health care professional (hcp) requested the patient perform a remote interrogation. No additional adverse patient effects were reported. Available information indicates that this product remains in service.